Event description:
It was reported that the charging pad for an ilet bionic pancreas functioned poorly, charging slowly and then failing to charge, which resulted in the ilet losing power until charging resumed the next morning. Symptoms included hyperglycemia, of 350 mg/dl. Outcomes included interruption of insulin therapy requiring replacement of the charging pad and user education. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected malfunction of the external charging pad. It was concluded that the replacement accessory should resolve the power issue and that no patient injury occurred.